Event description:
It was reported that pump declared altitude alarms on multiple days and customer stated that these alarms had been occurring more often and lasting longer, and that pump took a long time before allowing cartridge reloading. There was no adverse impact to the customer's blood glucose level. Customer insulin delivery was not suspended at the time of the call, customer resumed insulin using original cartridge, and technical support provided tips to prevent altitude alarms, which customer understood and acknowledged.